Event description:
The manufacturer received information alleging a "high priority alarm" on a ventilator. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "high priority alarm" on a ventilator. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customers complaint was confirmed. Ventilator inoperative codes were observed in the event log. The device's system board needs replaced to address the issue.